Event description:
The pt reported experiencing elevated blood glucose of 400 mg/dl at 10:00 pm on (B)(6) 2012. On (B)(6) 2012 at 8:00 am her blood glucose measured 400 mg/dl and she switched to her previous infusion device using the same basal rates. She noticed the cartridge compartment of the initial infusion device was wet. She no longer has trust in the infusion device. Her normal blood glucose level is 110 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.